Event description:
Updated summary: customer reported having a low blood glucose earlier on (B)(6) 2024. Paramedics were called. Insulin drip was not used. Customer also reported seeing a crack on the pump on (B)(6) 2024 and said that led up to the event. Customer declined troubleshooting. Pump was used within 48 hours of the low, as customer said the pump damage led up to the event. Customer discontinued the pump. Pump returned under (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that there was a crack on the insulin pump. The customer reported blood glucose value of 37 mg/dl. The customer reported hypoglycemia and called ambulance and treated with IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-431a, mmt-332a, mmt-1880. Troubleshooting was partially performed. It was unknown whether customer used the pump within 48 hours of reported event and it was unknown whether auto mode feature was active at the time of event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. No product return is required for mmt-431a. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.